Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life did not meet the expectations of the user. Reportedly, batteries were lasting for one to two weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/20/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 03/03/2014 with the following findings: a review of the pump history showed one ¿low battery¿ warning was recorded on 02/04/2014. The pump history showed evidence of a partially discharged battery being installed on 02/04/2014. The battery compartment was fully intact; no damage or cracks were observed. There was no evidence of moisture contamination found inside the battery compartment or on the underside of the battery cap. The battery cap was able to fully secure to the pump. No power loss was observed during investigation. The pump current draws were found to be within the required specifications. The pump case was removed and no evidence of damage or moisture contamination was found inside the pump.